Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead detection and threshold numbers were within acceptable ranges, but the lead exhibited high impedances at four different locations. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.